Event description:
Two incidents with face plate coming off the camera. It has not affected the two patients--no patient harm. However, hospital is opening cameras now away from the sterile field so the face plates can be inspected before placing on the sterile field. The problem is when face plates come off a camera the sterile field could be compromised. Staff do not know why this is happening. The device has been returned to the manufacturer.